Event description:
Patient noticed that the device didn't have a setting for his ankle, but tried the product on his ankle anyways. He said he had electrode 5 to 6 inches above his ankle bone (one electrode on the inside of his leg, the other on the outside of his leg). He said he received a burn on his ankle. He said for the next 3 to 4 days his leg was swelling up, got infected, and had to go to the ER on december 6th, where the ER doctor gave him an antibiotic and told him it was cellulitis. He said he has since used the same electrodes, on his shoulder, and the electrodes still seem to work and has not received any burns or issues on his skin, just on his ankle only. He said he wants to hold onto the device and will not return the device. He said he has to still make a follow-up with his physician, but hasn't done so yet.

Manufacturer narrative:
Unable to evaluate device because patient continues to use the device on other areas of the body with no problem and will not return device. Therefore, empi does not believe there was a device malfunction. Tried contacting patient by phone several times to follow up with patient, however, empi is unable to make contact with the patient. A supplemental report may be submitted if additional information becomes available.